Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and no evidence of blood was observed. The heater wire was slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close properly. The jaws did match up and align. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open and close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open and close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects